Event description:
Boston scientific crm received info that shortly after implant, this right atrial lead experienced loss of capture. The pt is currently in atrial flutter, the lead was left implanted and the pt will be evaluated at the next follow up visit. At this time, the product remains in service.